Manufacturer narrative:
MDR 3003442380-2024-02411- device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced that the infusion set fell off during use. At the time of issue blood glucose was over 400 mg/dl. Also, four infusion sets had adhesive issues. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.